Event description:
Part of the coating over the guidewire came off inside the pt ureter during the stent placement procedure. The physician was unable to retrieve the coating. The distributor was notified in 2006.